Event description:
The customer reported, via phone call, treating high blood glucose with insulin, and then feeling poorly, with a blood glucose value of over 600 mg/dl. The customer reported that a pen injection brought the blood glucose down, but that it was very difficult to insert a reservoir into the insulin pump, and that after fitting the reservoir in place, the blood glucose dropped dramatically during the night. The customer was advised to attempt to find the reservoir to return it for analysis. The customer was unable to troubleshoot the insulin pump during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.